Manufacturer narrative:
(B)(4). For related event on the same patient see MDR #3010532612-2018-00418 and tc (B)(4) , MDR #3010532612-2018-00421 and tc (B)(4).

Event description:
It was reported that when the staff connected the intra-aortic balloon (iab) to the replacement intra-aortic balloon pump (iabp) they immediately received a purge failure alarm. As a result, the medical doctor (md) opted to treat the patient without using a balloon pump. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For related event on the same patient see MDR #3010532612-2018-00418 and tc #1900065330, MDR #3010532612-2018-00421 and tc #1900065331. Teleflex did not receive the device for investigation therefore the reported complaint of purge failure alarm is not able to be confirmed. The hospital biomed replaced the pcs assembly and the issue was resolved. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the staff connected the intra-aortic balloon (iab) to the replacement intra-aortic balloon pump (iabp) they immediately received a purge failure alarm. As a result, the medical doctor (md) opted to treat the patient without using a balloon pump. There was no report of patient complication or serious injury and death.